Event description:
It was reported there were telemetry/interrogation issues. There was trouble with telemetry holding communication for a routine reprogramming. Various positions were tried but the battery was superficial and telemetry was right on. It was reported that it appeared to be a possible flipped battery. A flipped battery concern was also reported. An x-ray was taken that was inconclusive. The day after it was stated the patient was continuing to have normal stimulation, 8 bars recharging, and normal communication with their patient programmer. A follow up with the patient on (B)(6) was scheduled. Patient¿s status at time of report was reported as no injury. Additional information received reported the clinician programmer had only connected with the implantable neurostimulator (ins) for a few seconds at a time. The manufacturer¿s representative had used the clinician programmer with another patient and it had worked fine. The clinician programmer telemetry head was moved to underneath the adipose tissue at waist to the back of the ins, and they were able to get communication. There had been no complaint of issues recharging or using the patient programmer with ins. The patient had good pain coverage, but was getting reprogramming to get more coverage for their leg. The x-ray taken was not of the header block. It was unknown when last clinician programmer interrogation had been done. Palpation was stated to have seemed normal. Additional information received reported that the clinician programmer could not establish communication, which is why the x-ray was taken. Additional information received reported that the device was not flipped. It was reported there were no impedance issues. The patient was getting good coverage. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative on (B)(6) and their implantable neurostimulator (ins ) was not flipped. The clinician programmer was able to interrogate the stimulator without any problems. The stimulator was reprogrammed for better coverage. The patient had no other complaints at the time of the report.